Event description:
The customer reported that the 6600 system alarm goes off when turned on and there was a loss of video image at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.